Event description:
Patient coughed real hard and device was aspirated, as described by patient's sister. Doctor advised bronchoscopy which was performed. No device was observed. Patient continues to do well with no consequences due to event.